Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis: visual analysis of the photographs identified: - rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "implant rupture". Healthcare professional later reported "impaired integrity of the right breast implant membrane (right implant rupture)"confirmed via MRI and us. This record is for right side. Device has been explanted and replaced.